Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.